Manufacturer narrative:
(B)(4). Legal manufacturer: (B)(4). Patient information is not available at this time. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system was disassembled, cleaned, re-assembled, and re-installed to resolve the reported issue.

Event description:
The hospital reported while in use on a patient, the device stopped ventilating with an alarm for inspiratory reverse flow. There was no report of patient injury.